Event description:
It was reported that the patient with this pacemaker was programmed to undergo a magnetic resonance imaging (MRI) procedure. Upon device evaluation, the health care professional (hcp) stated this device was being used in an external manner within a small pouch. Boston scientific technical services (ts) discussed due to this; the MRI would be non conditional. No adverse patient effects were reported. According to medical records, this device remains in service.